Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was not turning on. The blood glucose reading was 189 mg/dl. The customer reported that the screen was cracked. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked, bleeding lcd glass and cracked case at display window corners and end cap. The insulin pump was unable to power up insulin pump to verify blank display due to physical damage to lcd glass. The insulin pump was received with minor scratched lcd window.